Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite gastrointestinal videoscope having insufficient angle. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, foreign objects in scope nozzle, due to a pinhole on instrument tube, water tightness lost, due to wear of angle wire, the play of up/down knob out of the standard value, adhesive on angle rubber chipped, adhesive on angle rubber had white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, adhesives around objective lens had white clouded area, adhesives around light guide lens white-clouded area, distal end deformed, distal end cove burn, and connecting tube cut. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no deformations or damage to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.